Manufacturer narrative:
On 1-nov-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Updated reason for device explant and/or reoperation: deflation on 15-nov-2021, the suspected medical device was returned for evaluation. On 19-nov-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed an area of siltex cracking on the posterior view. In addition, a tear was identified within the siltex cracking area with a length of 0.5 cm. The evaluation determined that the cause of the deflation was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 325cc mentor siltex round moderate profile prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.